Event description:
A report was received from (B)(6) stating that an 840 ventilator experienced a malfunction. The ventilator entered into an inoperative condition. The malfunction did not occur during patient use.

Manufacturer narrative:
A covidien field service engineer (fse) evaluated the device and verified the customer reported issue. The fse replaced the pressure solenoid (psol) valve, which resolved the reported issue. The ventilator then passed calibration. The short self-tests (sst) and performance verification testing (pvt) also passed. (B)(4).